Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparotomy procedure, when the doctor was trying to ligate the omentum, the doctor experienced inadequate seal (with evidence of energy delivery, no regrasp tone was heard or any error has occurred and end tones heard) which caused oozing after cutting. 2-3ml of blood was loss at the sight of seal. Not even one good seal was completed, the device was a newly opened probe and the tissue being sealed was 3-4mm. The doctor tried using it for multiple times but faced the same issue, so the doctor changed the probe with another ligasure device using the same generator and it successfully completed the surgery. There was no blood transfusion and no re-operation was done.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device sealed partially. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparotomy procedure, when the doctor was trying to ligate the omentum, the doctor experienced I nadequate seal (with evidence of energy delivery and end tones heard) which caused oozing after cutting. Not even one good seal was completed, the device was a newly opened probe, and the tissue being sealed was 3-4mm. The doctor tried using it for multiple times but faced the same issue, so the doctor changed the probe with another device using the same generator and it successfully completed the surgery.

Manufacturer narrative:
D10 concomitant product: forcetriad, forcetriad force triad energy platform (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.